Event description:
New information received on (B)(6) 2018, indicates that the lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with lead noise on the right ventricular lead. The noise caused inappropriate therapy. The patient was stable and no resolution was reported.